Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered, unresponsive, and unreadable. There was no reported impact to customer's blood glucose. The pump was replaced to address the issue.

Manufacturer narrative:
Additional information was received on december 19th, 2022 stating that the pump remained functional. Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.